Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not identified or returned to baxter for evaluation, and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a wireless battery module (wbm) displayed evidence of fluid intrusion. Any patient involvement, patient injury, or medical intervention is unknown.